Event description:
While wearing the sound processor, the patient reportedly experienced loss of lack between the external equipment and the cochlear implant. The patient was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant